Event description:
Revision surgery.

Event description:
It was reported: could not remove acetabular insert from shell. Damaged insert during extraction attempts. Eventually had to pull while assembly and implant a new shell and insert.